Event description:
In situ measurements show affected channels. Hearing perception with the device has reportedly not changed, but the recipient is multiply involved and speech and language are delayed for her age. There has been no change in health or medication. Per guardians, there has been no specific incident of an accident or trauma requiring medical attention, but the child does fall a lot. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. Hearing perception with the device has reportedly not changed, but the recipient is multiply involved and speech and language are delayed for her age.